Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was 4.8 mmol/l. The caller stated that the buttons were not working for about a day or two. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.